Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) results while using the architect ausab assay. The customer indicated that on (B)(6) 2018, 8 patient specimens generated results between 20-30 miu/ml. None of the specimens have been retested. The customer believes the results may have been high since they were expecting (B)(6) results. The specimens were tested immediately after cap survey specimens that also generated high results, which were expected to be lower as well. No impact to patient management was reported. No specific patient information was provided.

Manufacturer narrative:
Regarding date in date rec'd by MFR: on 10/19/2018; after further evaluation, the suspect medical device in question was changed from the architect ausab assay, list number 01l82, to the architect i2000sr analyzer, list number 03m74-02. Please see the following manufacture report number 1628664-2018-01963 further all information. An evaluation is in-process.